Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that they were in a car accident due to a low blood glucose. The customer received emergency medical assistance due to a low blood glucose of 42 mg/dl on (B)(6) 2020. The customer was given glucose tablets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed and the customer advised they did a self test and the insulin pump is working fine. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set, ozp-mmt-7020-snsr.